Event description:
Revision surgery - the pt presented with pain and limited range of motion. The revising surgeon felt that the gleno humeral joint was overstuffed by the size 22mm (applox) and felt that the best interest of this pt was to convert from the hemi to a full reverse. (Soft tissue samples were taken and no infection was found).

Manufacturer narrative:
The reason for this revision surgery was identified as pain after 4 months of patient use. The products associated with this complaint were not returned for examination. A review of the dhrs showed no ncmrs associated with the product. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no information about any patient injures, activities, accidents, or medical contraindications that may have contributed to the need for revision surgery. This is the third complaint for the product number, first complaint for the lot number. The revision surgery was completed successfully. The root cause for pain was most likely the joint being overstuffed, as originally reported.